Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of unknown malfunction, MFR number 2938836-2014-18281. It was reported that the right ventricular lead exhibited a fracture. The lead was explanted and replaced. There were no patient consequences.